Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the segment fluid damage, the segment broken, the light guide cable compressed, the suction channel buckled, the angle wire play, the electrical connector corroded, the segment steel braid deformed, the bending rubber leak, the insertion flexible tube (ift) leak, the air/water nozzle loosened, the junction case loosened, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).